Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) (interpreted as hysterectomy (partial)). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding?: yes. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case has became incident. Previously reported event "injury " replaced with new events .new events added: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), weight gain, patient did not undergo confirmation test. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.